Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device verified the reported issue. The se found the exhalation flow sensor (evq) missing from the ventilator. The se installed an evq and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor diagnostic message. The ventilator was not in use on a patient at the time the event occurred.